Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "scan sensor again in 10 minutes" error message and was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness. The customer was able to self-treat by eating sweet food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Visual inspection has been performed on the sensor plug; no physical damage was observed. No failure modes were observed upon visual inspection of the plug assembly. Sim vivo test passed and poise voltage was measured. This complaint is not confirmed. An extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.